Manufacturer narrative:
Ifinformation is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device exhibited shorter than expected longevity estimate due a remote monitoring network software estimator error. The correct calculation was provided. No patient complications have been reported as a result of this event.